Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 37761, serial (B)(4), product type: recharger. The name of the pa who first notified the rep is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual and movement disorders. The patient¿s ins recharger (insr) was not working and the battery was dead. It was stated that wiggling the connector pin did not help connect to the insr. The desktop charger (dtc) connector pin was allegedly bent. A replacement dtc was sent. No medical symptoms were reported. No further complications are anticipated.